Event description:
It was reported that there were capture anomalies after the lead was connected to the pulse generator. The autocapture setup test could not be run. Subsequently, x-ray revealed that the lead was not fully inserted into the pulse generator's connector. After changing the lead to the unipolar configuration, capture and sensing were appropriate. The patient would be monitored.

Manufacturer narrative:
Na